Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving high voltage therapies. Upon review, the implantable cardioverter defibrillator exhibited inappropriate high voltage therapy due to far-field p-wave oversensing. The device correctly inhibited therapies until undersensing occurred. No programming changes were made.